Event description:
It was reported that a faradrive sheath presented air bubbles. Many bubbles appeared when air aspiration was performed with the syringe, outside the patient, and the microbubbles did not disappear. So, the device was replaced and the procedure was completed successfully without patient complications. A mapping catheter was inside the patient, when the air was discovered.